Event description:
The patient reportedly experienced an infection and was admitted to the hospital. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.